Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The dialyzer was returned wet, with evidence of blood exposure present throughout the fibers. In addition, coagulated blood was present within both header caps. The returned sample was subjected to a laboratory bubble point test. A leak was not detected, possibly due to coagulated blood in the header. The dialyzer was disassembled for further visual evaluation. A potted fiber fragment was identified on the non-cavity ID end of the dialyzer at approximately 260 degrees, with the dialysate ports situated at 0 degrees. The opposing end of the fiber could not be isolated. The fiber fragment measured approximately 1.89 mm in length. Further examination of the fiber bundle did not identify any damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred approximately fifteen minutes into a patient¿s hemodialysis (hd) treatment. A tiny streak of blood was observed on the dialyzer filter. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were used for the treatment. Blood leak test strips were used and they tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted. The patient¿s blood was not returned; their estimated blood loss (ebl) was approximately 250 ml. It was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.